Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733292, serial/lot #: (B)(6) ubd: 30-oct-2013. H3: a medtronic representative went to the site to test the equipment. Hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned controller. It was found to be fully functional when tested with a test system. All leds were lit for both trackers. H6: b01, c19 and d14 apply to the returned controller. D15 applies to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system tracker was viewed with a navigation camera for 3d imaging, it turned red for only 1 point. An attempt was made to perform imaging as is, but everything started blinking and imaging could not be performed. The system was restarted and imaging could be performed. There was less than an hour delay in surgery. There was no impact on patient outcome.